Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. Additional information: an engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a supply bag falling and disconnecting. The home patient (hp) stated children were playing and disconnected the supply bag so the line fell to the floor. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to request assistance on the homechoice (hc). Per the initial report, the home patient (hp) was requesting assistance to end therapy. The hp stated children were playing and disconnected the supply bag and the line fell to the floor. The technical service representative (tsr) assisted the hp end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.